Manufacturer narrative:
A partial lead with the tip measuring 37.1cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed. (B)(4).

Event description:
It was reported that the patient presented in the emergency room with complaints syncope. During device interrogation loss of capture was observed on the rv lead. The lead was subsequently explanted. At the time of the procedure an insulation breach was also noted on the lead. There were no complications fro the procedure.

Manufacturer narrative:
Manufacturing date was added.

Manufacturer narrative:
Correction to UDI number to (B)(4).